Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a non-boston scientific atrial lead revision procedure, it was noted this right ventricular lead had migrated four inches. It was thought that the suture sleeves had not been tightened. This lead was repositioned successfully and the sutures retightened. No loss of capture had been reported and all measurements were within normal limits. No adverse patient effects were reported.